Manufacturer narrative:
Visually the device displayed no obvious defects. The battery terminal wiring had been severed but the battery pack appeared to be unharmed and not deformed. Inside the battery pack, two slots for battery locations did display a very slight amount of yellowing. This slight yellowing is an indication of batteries getting hot at those locations. No deformation on the interior of the battery pack. All the batteries were intact, visual examination noted no battery leaks, anode expulsion or damage. Normally, an overheating condition presents a deformation of the battery. In this case, no physical issues were noted with the batteries. With the battery pack severed, it was not possible to functionally test the hand piece. It was reported that the device was not used by the customer. Yet all eight batteries contained a slightly less than full charge; indicative of all of the batteries discharging at a similar rate. The available information and the condition of the returned device are not sufficient to explicitly confirm the reported incident. In addition, the root cause cannot be specifically ascertained.

Event description:
It was reported that during surgery the zimmer pulsavac plus hip kit was opened only for the long nozzle (as the other one being used was accidently dropped on the floor). The rest of the pack was put to the side until after the case finished. After finishing, the nurse went to dispose of the pulsavac product as they had been trained (by using a screwdriver to open the battery casing and remove the batteries; however the battery casing was very hot and once opened, 2 batteries in particular were extremely hot (bottom 2, near the power cord). The nurse had to use hand protection to remove the batteries. She then placed them in a bag with the other batteries, which subsequently all heated up and a "melting plastic smell" was noted. The bag containing the batteries was not visibly melted, just a little warped. The batteries cooled and they were placed in the return box. It was noted that the returned product has a cut power cord; however, this was done after the issue occurred and after all batteries were removed. There was no evidence of water near the pack, or any other visible damage to the goods. There was no impact or harm to the patient or nursing staff.